Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument displayed no physical damage. The instrument was placed on an in-house system and passed the recognition and engagement tests. The vse moved intuitively with the full range of motion in all directions. The instrument passed the ceramic dot test and cut and delivered energy with no issue. The vse was fully functional.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would not unclamp from the uterus. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was evaluated by the failure analysis engineering (fae) team. The initial failure analysis finding was confirmed. No unclamping failure was observed during the advanced failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was observed out of the ordinary. The procedure was a hysterectomy. The surgeon was clamping and cutting through tissue with the vse when the issue occurred. The jaws were stuck on tissue and the customer used the grip release slider to successfully open the jaws intraoperatively and release the tissue. There was no unexpected tissue removal nor any bleeding. The procedure completed robotically with a backup instrument. The instrument was returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but not provided.